Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm occurred shortly after inserting a new battery. Customer reported that there was cracked in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.